Event description:
It was reported that a malfunction alarm occurred. The customer resolved the issue prior to the report with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 144-145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.